Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3517 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "removal of an infected CABG and placement of PICC. Clear during the removal of the pac. When the PICC was put in place, the patient said she was cold and then hot, but no other problem. When the stretcher bearers arrived, the patient complained of pruritus. We observe an erythema on the trunk and leg without signs of pulmonary aggravation. The patient reports having regular allergies. Call of the service to warn them and monitor the patient of the evolution. The service calls us back to inform us that the signs are not decreasing and the patient becomes febrile. Decision to remove the PICC. Removal of the PICC and allergic sampling of the patient. The device was not kept."